Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces: connector portion (a) measured 8.1cm while distal portion (b) measured/stretched 64.3cm. Extraction tool was stuck inside distal portion. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation (41.7cm to 42.0cm from the distal tip) and exposing the outer coil proximal to the suture sleeve tie impression of portion b. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27934. It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing due to noise. Both the ra and rv lead were explanted and replaced. The patient was stable.